Event description:
An infusion pump that "changed flow rate" during patient use. The clinical setting informed biomed that the nurse set up an infusion of an unknown medication for channel b at a rate of 10cc/hr and volume to be infused for 250cc. The nurse reported that when she came back by the bedside, about 20 minutes later, channel b was infusing at 3.5cc/hr. According to biomed, no patient injury or medical intervention has been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, or set up of the device.